Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: sample evaluation. We have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determinated that the leak was always in the position of the scale, and we could confirm a damaged in the barrel wall due to the marking process, which produced the reported leakage issue. Bhr review. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (november 29th - december 1st, 2016). Syringes were assembled in machine, nº4252, and nº4251, in lot #6328025. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6328024, and #6301172 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6334357, #6337094, #6326237, and #6319458 and no problems, defects or qn related to the reported issue were found. Root cause analysis. Based on the evaluation of the samples, we have concluded that the origin of the reported issue was related to a defective stamping of the barrel, what damaged the barrel wall, producing the reported leakage issue. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. According to the evaluation of the received samples and our manufacturing records, we think that, due to some temporary maladjustment of the printing device, an excessive marking of the scale may damage the external wall of the barrel causing the reported leak. Confirmation. The provided sample presented the reported issue. We could confirm the reported issue. CAPA determination. No - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Rationale: based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that while using a bd¿ 20 ml syringe with 18g x 1.5 in. Needle saline leaked from the device. There was no report of injury or medical intervention.